Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection of the returned device identified a tear where the airway line was attached to the shaft. There was sufficient adhesive present surrounding the joint where the airway line was attached to the lumen in the shaft. The tear is not considered a manufacturing defect. The airway line was pulled causing the tear. No anomalies were identified in the device history report (DHR) review. No corrective actions are planned at this time.

Manufacturer narrative:
Other, other text: d4: UDI section is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the balloon was leaking on the cuffed trach tube. The issue was discovered once tube was in patient. No long-term harm occurred, however intervention was required. Extra suctioning was required, due to the balloon leaking sterile water in the patients' trachea, while being inflated. The outcome of event was reported as resolved. It was reported that tubes were delivered to bedside (B)(6) 2023. The event occur in nicu patient room after trach was placed into patient during routine trach change.